Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient had diarrhea. It was also stated that they were able to void on their own even without the device, and that they were still cathing. On (B)(6) 2017 it was noted that the patient had been sick. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.